Event description:
The customer reported that while the unit was in use on a pt, the unit's display was not displaying the numbers on the right side. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. He found the "electrical test fails code #5" (code transfer to dram did not verify correctly). As a precautionary measure he replaced the data sets. As per the customer request, he performed the preventive maintenance. The unit was tested to factory specification. It functioned normally and was returned to the customer.